Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218500 model: sc-2218-50 serial: (B)(6) batch: 7125318 UDI: (B)(4). Product family: scs-ipg-r-MRI upn: m365sc12160 model: sc-1216 serial: (B)(6) batch: 758564 UDI: (B)(4).

Event description:
It was reported that the leads migrated following a non-device related fall and the patient experienced inadequate pain relief. Lead migration was confirmed per imaging. It was also noted that the energy requirements increased significantly after the fall. The patient underwent a revision procedure wherein the leads were moved back into their original position, and the implantable pulse generator (ipg) was replaced due to patient being a high energy user. The patient was doing well postoperatively and the explanted device was kept by the medical facility. No device malfunction was suspected.